Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The device was interrogated and was in backup vvi mode and therapy had been delivered. However, it is unknown if the therapy was inappropriate. The device was explanted and replaced and the patient was stable. Further information was requested but was not received.

Manufacturer narrative:
Additional information: the device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016. The device was received for evaluation. The reported event of reset was confirmed in the lab. Interrogation of the device revealed the device was above the elective replacement indicator when received. Pacing, sensing, impedance, hv output, and the patient notifier were tested and no anomaly was detected. The cause of the field event was due to multiple rf interrupts caused by a rf integrated circuit anomaly.

Event description:
New information was received indicating that the patient had experienced a syncope episode. Also, the battery longevity could not be determined due to the device being in backup vvi. The device was explanted and replaced since the patient was pacing dependent. The patient was stable following the explant procedure.